Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: it was reported that the needle protector is defective, either because it breaks before even use or when removing the needle when it comes to fold it back so it breaks very dangerous for needle sticks.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle, the device experienced safety shield failure ¿ e.g. Shield breaks off from needle. The following information was provided by the initial reporter. The customer stated: it was reported that the needle protector is defective, either because it breaks before even use or when removing the needle when it comes to fold it back so it breaks very dangerous for needle sticks.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, 30 retention samples from bd inventory were evaluated by functional testing and the issue relating to defective locking mechanism was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. CAPA#1465371 was initiated.